Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during laser assisted cataract surgery the posterior capsule ruptured. The direction of the crack was consistent with the position of the laser chopping set, showing radial cracks. It is suspected the depth of the femtosecond laser was not accurate during the operation causing the posterior capsule to rupture. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).